Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found no abnormalities. Visual inspection of internal components found meta debris on piston cylinder assembly and both motors as well as a layer of lubricant on the front of the secondary motor. Additionally, motor does not spin freely by hand, it grinds and while the driver is powered, it produces a loud "rasping sound." Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Although an uncommon sound was produced during testing, it did not affect the functionality of the driver. Additional testing included an observation test in an effort to replicated the customer reported increase in beat rate. This issue was reproduced after 120 hours of operation. The driver increased beat rate out of specification. Testing of the secondary motor systems was performed without issue, including the previously observed noise, narrowing that issue to the primary motor only. A 48-hour observation run was performed with a known functional primary motor. Driver performed without an increase in beat rate or any other issue with the replacement primary motor. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during observational testing; the root cause of the reported high-pitched noise and increased beat rate was determined to be a faulty rotor assembly of the primary motor. Failure investigation identified no other damage or test failures that could have contributed to the reported complaint. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Patient removed from freedom driver s/n (B)(6) due to patient's beat rate slowly increasing to 140 from 135 (out of comfortable range) and a funny high pitched sound coming from the driver, sounding like it was working hard. The patient came to clinic for a routine follow up visit and the coordinator noticed this high pitched sound. The patient tolerated the change out without difficulty and without any reported adverse impact.

Event description:
Patient removed from freedom driver s/n 5245a due to patient's beat rate slowly increasing to 140 from 135 (out of comfortable range) and a funny high pitched sound coming from the driver, sounding like it was working hard. The patient came to clinic for a routine follow up visit and the coordinator noticed this high pitched sound. The patient tolerated the change out without difficulty and without any reported adverse impact.